Event description:
Boston scientific received information that the patient who received this device passed away during the implant procedure. There were no allegations against the device or its functionality. A boston scientific field representative reported a right ventricular (rv) defibrillation lead was successfully placed and the patient was paced with a pacing system analyzer (psa). The lead was disconnected from the psa, with the patient exhibiting an intrinsic rhythm, while the suturing of the lead into place began. The patient began to exhibit bradycardia, and the lead was reconnected to the psa and capture was restored at high outputs. The patient's heart then appeared to exhibit pulseless electrical activity for a period of time before being revived. An rv pace/sense lead was then implanted in a different location in a successful attempt to obtain improved pacing thresholds, and the lead and this device were connected. As the device pocket was being closed, the patient went into ventricular fibrillation, which the device detected and converted to a sinus rhythm. The patient then went into another ventricular arrhythmia, which the device again successfully detected and converted. During post-shock pacing, capture was initially observed but was subsequently slowly lost, despite increasing device outputs to the maximum setting. Code was called, but the attempts to revive the patient were unsuccessful. The device was returned for analysis.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.